Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during an embolization treatment procedure, a shaft kinked occurred. The target lesion was located in the moderately tortuous left thoracic artery. Utilizing intermittent flush and a 130 mm x 30 mm renegade stc 18 catheter, the physician deployed successfully three 4 mm x 15 mm interlock coils. After the fourth coil was deployed successfully the physician tried to pull the wire back into the renegade stc but the microcatheter would kink up. The entire system was pull out of the patient and the procedure was completed with a new renegade stc microcatheter. No patient complications were reported and the patient's status is good. However, device analysis revealed the catheter was broken in 3 pieces.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the microcatheter was examined and the catheter was broken and returned in 3 pieces. The hub section was not returned. The microcatheter was extensively stretched and damaged. A mandrel was inserted through the 3 pieces and slight resistance was experienced due to the damage along the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most root cause is considered user related as continuous flush directions in the renegade stc microcatheter dfu were not followed. (B)(4).